Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the complained infusion set had the connector plate slightly detached from the adhesive plaster and the cannula came away from her skin. No adverse event reported. Requested return of the alleged device for evaluation.